Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument was fired on the cystic duct and when releasing the trigger, many clips came out and fell into the pts abdomen. It took an extra 10 minutes to remove all the clips. One clip is still hung up inside the jaws. Another instrument was used to complete the case.